Manufacturer narrative:
Material #: 367846. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Follow up information was requested but was not provided by the customer. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that bd vacutainer® edta 2k had values out of expected range. The following information was provided by the initial reporter: according to the customer's report, values when using the tubes are sometimes out of the expected range. We could not get any information from our customer.

Manufacturer narrative:
D4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® edta 2k had values out of expected range. The following information was provided by the initial reporter: according to the customer's report, values when using the tubes are sometimes out of the expected range. We could not get any information from our customer.